Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, during the three procedures, it was verified through the camera monitor, that the coagulation, besides not being very effective, occurred in an area of the clamp where it should not have occurred. It is coagulating behind the axis of the angled part burning tissues that are not intended. The same instrument was used in all three procedures. No adverse consequences on the patients reported. No death or (unanticipated) serious deterioration in state of health reported.